Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 488mg/dl. It was stated that the customer experienced chest pains before her admission. Troubleshooting was performed. The nurse stated that the customer is unsure if basal, bolus, and settings are correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the nurse that the insulin pump is functioning as designed. No further information was provided.